Manufacturer narrative:
The provided qc data gave no indication of a reagent or an instrument problem. The field engineering specialist was unable to determine a root cause. He checked the system and performed precision, calibration, and qc testing with acceptable results. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of questionable results for three samples that were tested on a cobas 8000 cobas ise module (double) and were processed by a modular pre-analytical system. Only the questionable ise indirect na gen.2 result for 1 patient was provided. The initial sodium result was 156 mmol/l. The same aliquot was tested on an unspecified analyzer which resulted in a sodium result of 136 mmol/l. The questionable result was reported outside of the laboratory. The sodium result of 136 mmol/l was deemed correct. The ise sodium electrode lot was requested but was not provided.